Manufacturer narrative:
(B)(4). Batch # k91v0h. The analysis results found that the b5lt instrument was received with the sleeve broken and melted. This type of damage is consistent with one produced by an energized device. In order to prevent this kind of damage please avoid the contact with laser, electrosurgical or ultrasonic devices. The batch history record was reviewed and no defects, ncr¿s or protocols related to the complaint, were found during the manufacturing process.

Manufacturer narrative:
(B)(4) date sent: 1/18/2017. We did not receive a batch or lot number for the product involved in this complaint. Therefore, we were unable to check manufacturing records for any related non-conformance. Additional information requested and the following was received: what part of the trocar broke? The tip, the first part is in touch with patient. Was it the trocar sleeve (the part that is in the patient during the procedure) that broke? Yes. Or was it the trocar housing? No, the tip. What is meant by there was a contamination risk (please explain)? A piece of the trocar was removed from inside of the patient (the broken tip). Dr. Removed that tip brooked of the patient.

Event description:
It was reported that during a colectomy procedure, the trocar broke. Another like device was used to complete the procedure. There were no adverse consequences for the patient.